Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an electric shock. It was noted that the patient is actively dying. Currently, this ICD remains in service and no adverse patient effects were reported.